Event description:
The reporter indicated that a 12.6 vicm5_12.6 implantable collamer lens of -8.50 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510(k): this product is not marketed in the us. Claim# (B)(4).